Event description:
N/a.

Manufacturer narrative:
The icp sensor was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported cerebral spinal fluid leakage from a codman microsensor ventricular catheter kit for intraventricular procedure. The microsensor was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. The facility reported a ¿moderate amount¿ of cerebral spinal fluid leakage. After the procedure on (B)(6) 2021, it was found that cerebral spinal fluid was leaking from the white connector. The physician retrieved the microsensor and stop monitoring. The patient is stable.